Manufacturer narrative:
Merit medical received a patient experience report involving the aspira catheter. The patient reported pain and slow or no drainage from a catheter located in the abdomen. No serious injury, medical intervention, or clinical consequence was reported. The event was initially submitted as a malfunction report. Upon further review and rerunning the FDA reportability decision tree, merit medical determined that the reported issue would not cause or contribute to death or serious injury if the event were to recur. If slow or no drainage were to recur, the situation could be mitigated by repositioning, ensuring the drainage line and catheter are securely connected and not kinked, using a new drainage kit when appropriate, or contacting the healthcare provider for further instruction. Based on this reassessment, the event does not meet the reporting criteria under 21 cfr 803 because there was no death, serious injury, or reportable malfunction. Merit medical requests that this supplemental report supersede the initial submission and that the original MDR be considered non-reportable.

Event description:
No injury was reported. Supplemental report submitted to correct the initial report after reassessment determined the event is not reportable under 21 cfr part 803.

Event description:
A patient experience report involving the aspira® product family stated a male patient aged 18 years or older experienced issues with slow drainage or none at all. The catheter's drainage site was located in the abdomen.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. Since this event occurred in the united kingdom (part number asp-4/b), this is reported on the same/similar part number (4992207/a) that is approved for distribution in the united states.